Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg results on several patients. The one result example provided were: on (B)(6) 2023 initial=40 miu/ml (> 25.0 miu/ml=positive) /redrawn and repeated on alinity ai21507= < 2 miu/ml (< or =5.0 miu/ml=negative) /repeated initial specimen on ai21507=< 2 miu/ml /repeated at another facility =< 1.2 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) performed multiple troubleshooting procedures, and replaced parts including the valve, manifold, dispense 2 way (a-35002114-03) that was found to be dirty. Those parts replacement which resolved the issue. A review of the alinity I processing module, serial number ai21398, service history review revealed no additional service tickets associated with discrepant patient results. A review of historical data for the part valve, manifold, dispense 2 way revealed no trends or systemic issues. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation contains information for the removal, replacement and verification of the valve, manifold, dispense 2 way. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I processing module, serial number ai21398 or valve, manifold, dispense 2 way.